Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient ptm. It was reported that the company representative (rep) requested assistance with clearing the data from a patient personal therapy manager (ptm). The patient reported having a connection lagging issue when trying to request a bolus. The rep had gotten all the way through the steps and wanted help with the last step. The technical services could not collect the patient¿s name, event date, and hcp information. 2025-10-04 e1 (rep): document contained no new information.